Manufacturer narrative:
An event of pericardial effusion, cardiac tamponade, cardiac arrest, vascular dissection, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and medical review, the reported cardiac arrest and subsequent death appear to be a cascading effect of the aortic dissection, which likely led to pericardial effusion, cardiac tamponade, and hemodynamic collapse. The aortic dissection is likely related to procedural factors and underlying patient condition. The reported unexpected medical intervention was result of case-specific circumstances as pericardiocentesis and CPR were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient was presented with ascending aortic ectasia and had a medical history of previous vascular disease. Access was performed without complications. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. The balloon had ruptured but the patient was stable. During the procedure, at 80 percent deployment, the valve was positioned high. Upon recapture, the patient experienced a cardiac arrest. A pericardial effusion was identified and noted to be circumferential; cardiac tamponade was also confirmed. A pericardial drainage was performed. The patient regained heartbeat, and the valve was able to be implanted at a depth of 2-3mm. Shortly after full release, the patient experienced another cardiac arrest. Resuscitation attempts were unsuccessful. Cardiac team identified that the entire aorta was dissected. Few minutes later, the patient was deceased due to the dissection. The physician believes that the patient experienced adverse health consequence likely due to the performance of the non-abbott pre-bav device and the patient's comorbidities.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.